Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and a mesh product was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 01/02/2017. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 1057467 and product code 810041.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and hematuria.